Manufacturer narrative:
Add'l info has been requested, and if received, will be provided on a supplemental report.

Event description:
The surgeon reported, in 2009, a pt underwent a pertrochanteric osteosynthesis with an endomedullary nail. Three months later, she went to the emergency ward because she was experiencing acute pain for 10 days, and severe pain of the hip with impairment of movement. The x-ray examination showed that the endomedullary nail was broken. The surgeon had to plan an unanticipated revision surgery the following month.